Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with cgm and fingerstick values up to 469 mg/dl; the user noted an earlier tubing kink, performed a full site and tubing change, and insulin usage appeared higher than expected before glucose began trending down. Symptoms included hyperglycemia only, with the user reporting no other symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.